Manufacturer narrative:
Device was used for treatment, not diagnosis. Vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. This report is for an unknown locking screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. The authors conducted a retrospective study regarding the use of synthes locking compression plate (lcp) condylar plate to treat distal femoral fractures in forty six patients, 19 men and 27 women with mean age 60 years (range, 21-88), during a thirty six month period. At least four locked screws were placed distally. Results were noted as follows. A (B)(6) male (case 1) was treated for multiple injuries, including an open right distal femoral fracture. Postoperatively, he developed pain and deformity with femoral nonunion, varus collapse and implant failure. A fracture of one locking screw at the screw-plate interface and impending fatigue failure of the plate was reported. Revision surgery was performed and the nonunion healed. A copy of the literature article is being submitted with this medwatch. This is report 2 of 13 for (B)(4). This report is for an unknown locking screw.